Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was performed and the customer was instructed to change the infusion set first, but the alarm occurred again. The customer had assumed that there was a tubing occlusion due to the alarm happening with 4 infusion sets. It was advised to change the reservoir. The reservoir will not be returned for analysis.